Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys prolactin assay on a cobas 6000 e 601 module. No alarms occurred on the analyzer. The sample initially resulted with a prolactin value of 1.9 uiu/ml and this value was reported outside of the laboratory to the doctor. A new sample was collected from the patient and tested on (B)(6) 2018, resulting with a prolactin value of 262 uiu/ml. The original sample was then repeated, resulting with a prolactin value of 259 uiu/ml. Upon initial check of the liquid level detection voltage, it was outside of specifications. The field service engineer later checked the liquid level detection voltage, the degasser, probe adjustment, pump pressure, and presence of rack adapters; all was ok. The investigation could not identify a product problem. The cause of the event could not be determined.